Event description:
A report was received that the patient was not able to charge her ipg and was experiencing discomfort. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the difficulty charging ipg was not verified. The ipg was charged one cycle from its hibernation. After draining the battery with the depletion parameter, a charging was conducted and the battery was fully charged. Examining the device profile found no data supporting the charging problem in the field. The device exhibits normal device characteristics.

Event description:
A report was received that the patient was not able to charge her ipg and was experiencing discomfort. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.